Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the implantation procedure, the sewing ring was leaking. The surgeon made the decision to exchange for a new sewing ring. No consequence to patient. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The sewing ring was not returned to heartware for evaluation. Review of the manufacturing documentation revealed that the associated device met requirements prior to release. The reported event could not be confirmed since the device was not returned and no supporting evidence was provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors might have contributed to the reported event including but not limited to improper suturing of the sewing ring to the ventricle, improper/inadequate flushing of the pump housing into the sewing ring housing leading to the mechanical seal being compromised. With the review of the reported information a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.